Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected battery power loss noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that the insulin pump delivered the insulin and pass the self test. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.